Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had possible premature battery depletion from many inappropriate shocks due to a right ventricular lead fracture and high output on the left ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.